Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus was informed of the following event via medwatch (B)(4). The customer reported, during a diagnostic procedure for lung cancer staging, the subject device malfunctioned during the middle of the procedure. The physician attempted to pierce the mass 3 times during that first pass. The needle got stuck on the first pass. The needle would not push out of the sheath. When the needle/sheath was extracted, it was determined the needle had broken off. After closely examining the needle, it was noted that the beveled end could not be seen in the sheath. A therapeutic scope was used to examine the site of the biopsy on the patient's lung. At that point it was noted that part of the needle was broken off and imbedded in the lung tissue. A snare was used to successfully retrieve the end of the needle. The part of the needle that was broken off was noted to be 4 to 5 inches in length. The procedure was aborted and the patient was taken to recovery. The patient was discharged the same day as the procedure with no issues. The was an unspecified delay in the procedure while the surgeon stopped to remove the foreign body needle from the patient. No unplanned diagnostic imaging was taken. The device was inspected prior to the procedure but the findings were not provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, since the device was not returned for an evaluation, an inspection could not be performed. Therefore, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.